Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was not reported. The patient was hospitalized for the event and was treated with vancomycin (no further details). Action with pd therapy was not reported. The patient was discharged seven days after hospital admission and was recovered from this peritonitis event. No additional information is available.